Event description:
It was reported that while using the bd facslyric¿ the following information was provided by the initial reporter: the device runs out and carryover from sample to sample (customers only measure with a loader) can be observed. Several daily cleans and a monthly clean didn't do anything in terms of carry overs. The leak cannot be identified via the normally accessible maintenance hatches. The liquid cannot be determined. No results were released regarding the carryover.

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6) ¿ problem statement: customer reported a complaint regarding carryover between samples that occurred on (B)(6) 2022. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663029. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 663029, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 16 complaints related to the issue of carryover (as reported code 1: ¿contamination ¿ carry over¿) for part # 663029; date range from (B)(6) 2021 to date (B)(6) 2022. ¿ returned sample analysis: a return sample was not requested for evaluation because the replaced parts are not returnable and were discarded. ¿ service history review: review of related work order #: (B)(4); case #: (B)(4) install date: (B)(6) 2019 defective part number(s): 647939 - p2 aspirator pump work order notes: o subject / reported: 663029 - facslyric 3l12c instrument ceivd - the instrument is coasting and carryover from sample to sample is observed o problem description: the device runs out and carryover from sample to sample (customers only measure with loader) can be observed. Several daily cleans and a monthly clean didn't do anything in terms of carry overs. The leak cannot be identified via the normally accessible maintenance hatches. The liquid cannot be determined. No results were released regarding the carryover. O work performed: technical assignment from (B)(6) 2023. We carried out a repair on your bd facslyric¿ in the field of fluidics. This includes: o troubleshooting o replacing the connectors on the pump o pinchvalve reassembled correctly o replacing the p5 final check: o - pqc carried out successfully. O - laser safety check carried out. The device corresponds to the specifications of the system and is ready for use without restrictions. O cause: pinchvalve slipped in the holder connector defective. Pump defective o solution: s.o. ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o hazard ID #: (B)(6) o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential causes were determined to be a defective pump and connectors. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential causes were determined to be a defective pump and connectors. In response to the customer reporting seeing carryover between samples, the fse (field service engineer) went onsite, confirmed the issue, and identified that the p5 pump and the connector were defective, and the pinch valve had slipped. To resolve the issue, the fse performed troubleshooting, replaced the p5 pump (part # 647939 - p2 aspirator pump) and its connectors, and reassembled the pinch valve. After these repairs, the instrument was tested and was working as per bd specifications. No parts were requested for evaluation because the replaced parts are not returnable and were discarded. Although the carryover issue did cause the instrument to produce erroneous results on patient samples, these were not reported to clinicians, and were therefore not used to diagnose or treat any patients. The results were captured prior to any diagnosis decision and reported to bd. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-11881-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential causes of the customer seeing carryover between samples were determined to be a defective pump and connectors. The fse confirmed the issue and replaced the p5 pump (part # 647939) and the connectors, and also reassembled the pinch valve which had slipped out. After these repairs, the instrument was rebooted, tested, and found to be functioning as expected. No one was harmed or injured, and no patient diagnosis or treatment was performed based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a.

Event description:
It was reported by the inital reporter that while using the bd facslyric¿, the device runs out and carryover from sample to sample (customers only measure with a loader) can be observed. Several daily cleans and a monthly clean didn't do anything in terms of carry overs. The leak cannot be identified via the normally accessible maintenance hatches. The liquid cannot be determined. No results were released regarding the carryover.

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. Initial reporter phone #: (B)(6).